Event description:
It was reported that while the surgeon was using the instrument the tip of the instrument fractured. The piece that fractured from tip of the instrument was removed from the patient. There was no harm reported to the patient.

Manufacturer narrative:
(B)(4) h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: proposed component code: mechanical (g04) - drill. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable. There are no same/similar events that would be considered a sentinel event for this particular item and malfunction. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the reamer returned shows signs of use and wear and tear. There are gouges around the outer surface of the reamer and the post of the reamer has discoloration and some galling. The post has fractured off and was returned with the reamer. The reported part and lot numbers match the numbers etched on the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.